Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited low out of range pacing impedance measurements. Noise was also observed on the rate/sense channel. The noise was oversensed and resulted in inappropriate shocks. There was a concern the lead was fractured. An invasive procedure was performed. The system was explanted and replaced with another manufacturer's system. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed. Stretched conductor coils were noted on the proximal coil; proximal end and the proximal coil distal fitting had been pushed distally and were up over the lead body insulation. Cuts were noted in the insulation at the suture sleeve tie down site. The helix was extended and tissue was noted entwined in the helix. Also, lead insulation damage was noted below in the detailed analysis section. An insulation abrasion through too and exposing a sensing conductor could lead to the reported observations. The allegation could not be confirmed and that the lead damage found was induced from the explant procedure.